Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, usage messages were queued to go to customer's interface engine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, usage messages were queued to go to customer's interface engine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes d4: unique device identifier (UDI) not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the server interface was not functioning as expected. A technical support specialist checked the carefusion coordination engine and confirmed that usage messages were queued to be sent to the customer's interface engine. An attempt was made to restart the connection from the bd side, but the messages did not begin to drain. The customer then restarted their interface engine, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.